Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tl60 would not staple the tissue, since the instrument was empty. Another instrument was used to complete the case. There was no consequence to the pt.